Event description:
It was reported patient's leads had high impedances migrated following a car accident. Patient lost effective therapy and was unable to set the ipg into MRI mode as a result. Surgical intervention was undertaken wherein the leads were explanted and replaced to address the issues. Therapy was restored post-op.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.